Event description:
It was reported gem 20dp ckv 3ss dehp free had leakage issues. The following information was provided by the initial reporter: "secondary piggy back hooked up to the primary tubing. It was noted that the secondary fluid was free flowing and backing up into the primary bag."

Manufacturer narrative:
H.6. Investigation: one primary tubing (model 2426-0007) and one secondary tubing were returned by the customer. It was reported that the secondary fluid was free flowing and backing up into primary bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2426-0007 because a lot number is unknown. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem 20dp ckv 3ss dehp free had leakage issues. The following information was provided by the initial reporter: "secondary piggy back hooked up to the primary tubing. It was noted that the secondary fluid was free flowing and backing up into the primary bag."